Manufacturer narrative:
One opened phacoemulsification (phaco) tip, without a wrench, tapped to the label part of the of the tray was received. The returned sample was visually inspected and was found to be non-conforming as the phaco tip was bent above the aspiration bypass (ab) hole. Wear was observed on the threads, back of flange, and nut corners, consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photos were reviewed by the manufacturing site. Photo 1 shows a pak label, the reported product and lot information is confirmed. Photo 2 shows a phaco tip with a bent cannula. The reported issue is confirmed from the photo review. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the phaco tip bent; therefore, a bent phaco tip was confirmed; however, how and when the phaco tip became bent could not be determined. Most likely root cause is handling during placement of the phaco tip onto the handpiece. The exact root cause for the bent phaco tip is unknown, therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phaco tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a fluidics management system (fms) pack received with a damaged phacoemulsification tip. The phacoemulsification tip was noted to be curved in an unusual way prior to patient contact during calibration of cataract surgery (with intraocular lens implant). The surgery was completed with another fluidics management system (fms) pak. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).